Manufacturer narrative:
A1: patient identifier: requested, not provided due to data privacy. A2: age & date of birth: requested, not provided due to data privacy. A3a: sex: requested, not provided due to data privacy. A4: weight: requested, not provided due to data privacy. A5: ethnicity: requested, not provided due to data privacy. A6: race: requested, not provided due to data privacy. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. History investigation of the involved product code and lot number: no anomaly was found in manufacturing records and shipping inspection records. No other similar report was found in the past complaint file. Based on the investigation result, no anomaly was found in the manufacturing records. Since the actual device was not returned and the details of procedure were unknown, it was not possible to clarify the cause of occurrence. As a possible cause of this case, from our past knowledge, it was inferred that a foreign substance adhered to the air injection port and entered the air-sealing part for some reason, leading to deterioration of the sealing property. As a result, air leakage occurred, and the site of hemostasis was not properly compressed, causing blood to leak. Relevant IFU reference: [precautions] be careful that no foreign particles get into the air injection port when injecting air. The air could leak. Take care not to damage the tr band with needle, scissors and other sharp instrument. This may result in air leakage and bleeding. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo received the following information: it was reported that the tr band deflated once it was applied, the air escaped. It was not possible to achieve hemostasis. This was the case with three tr bands from the same batch. A new band from a different batch was then used, and that worked. There was no harm to the patient reported.